Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call indicating a motor error alarm from her insulin pump. The customer's blood glucose reading was 120+mg/dl. The customer stated she changed her battery at 12pm and at 5pm, she received a "off no power" on the pump with the new battery. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer reported that she was able to complete pump rewind. The customer was advised to complete bolus delivery before accessing the sensor glucose graph by ensuring the graph timeout is set to 2, 4 or 6 minutes and avoid selecting none. The customer was also advised to unattended alarms will drain the battery. The customer was advised to wear the pump until replacement arrives if she inserts a new battery.